Event description:
It was reported the stretcher has side rails which do not close properly.

Manufacturer narrative:
Device was evaluated and repaired by the distributor. Evaluation codes reflect the distributor's findings.